Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) was confirmed during functional testing and review of the archive data. The root cause of the reported complaint was a seized brake gap, due to corrosion/rust on the brake housing area of the drivetrain motor, which prevents the brake from opening or closing during activation. This will cause fault code 16 and prevent the platform from performing compressions. Frequent daily device checks and storing the autopulse in a low humidity location could help prevent the brake gap from seizing. The lack of proper maintenance and high relative humidity most likely caused degradation of the mechanical components of the drivetrain to occur, leading to eventual brake seizure. Visual inspection was performed and found no physical damage to the returned autopulse platform. A review of the archive data showed multiple fault code 16 followed by multiple shut offs recorded near the event date, thus, confirming the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs). The device powers off automatically (after 2 minutes) to conserve the battery voltage when a fault or error occurs. The platform failed initial functional testing due to the fault code 16 displayed upon powering up the platform; thus, confirming the reported complaint. Isopropyl alcohol (ipa) was used to clean and remove corrosion at the brake housing area. After the corrosion was removed, the brake gap inspection was performed and verified the brake gap was within specification. The platform was tested with the lrtf (large resuscitation test fixture) without issue. Upon service completion, the console will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
During testing by biomed, the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position). No patient involvement.